Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user is testing with expired test strips.

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. The customer's expected blood result is 180-250mg/dl fasting. Verified the strips expire 1/31/2017. Customer confirms the strips were first opened 8/15/2015. Customer was no aware that it is not recommended to use the test strips more than 4 months. Reviewed meter memory (B)(6). Memory concerns:all results above expected range of 180-250mg/dl customer states that she had received a result of "hi" this morning on (B)(6) 2016. Unable to confirm hi (more than 600mg/dl) result.